Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an umbilical hernia and 6 liter boxes are too heavy to lift. The patient contact has to lift them for the patient. Upon follow up, the patient¿s pd registered nurse (pdrn)reported this patient experienced an umbilical hernia on an unknown date due to an unknown cause. The patient is planning on undergoing a hernia repair in the near future (exact date unknown). It was unknown if pd therapy caused or contributed to the patient¿s hernia or if ccpd therapy on the liberty select cycler exacerbated symptoms; however, it was confirmed the patient had not experienced a deficiency or malfunction of any fresenius product(s) or device(s). The patient has not recovered from the hernia and continues ccpd therapy on the same liberty select cycler at home. Additional attempts were made to acquire the details concerning the cause and timing of the patient¿s hernia and if this event was related to pd therapy or the use of any fresenius product(s); however, no additional information was obtained.

Manufacturer narrative:
Correction: b2 missing in initial report.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an umbilical hernia and 6 liter boxes are too heavy to lift. The patient contact has to lift them for the patient. Upon follow up, the patient¿s pd registered nurse (pdrn)reported this patient experienced an umbilical hernia on an unknown date due to an unknown cause. The patient is planning on undergoing a hernia repair in the near future (exact date unknown). It was unknown if pd therapy caused or contributed to the patient¿s hernia or if ccpd therapy on the liberty select cycler exacerbated symptoms; however, it was confirmed the patient had not experienced a deficiency or malfunction of any fresenius product(s) or device(s). The patient has not recovered from the hernia and continues ccpd therapy on the same liberty select cycler at home. Additional attempts were made to acquire the details concerning the cause and timing of the patient¿s hernia and if this event was related to pd therapy or the use of any fresenius product(s); however, no additional information was obtained.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s umbilical hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s umbilical hernia cannot be determined at this time. Though the source of the patient¿s hernia is unknown, most hernias occur prior to the start of pd therapy. Alternatively, hernias that develop after the start of pd therapy are common and may present through the normal course of pd by the patient¿s physiological response to increased intra-peritoneal pressure. Despite these findings and in the absence of a confirmed cause of this event, the liberty select cycler cannot be excluded as a potential source of the patient¿s hernia. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an umbilical hernia and 6 liter boxes are too heavy to lift. The patient contact has to lift them for the patient. Upon follow up, the patient¿s pd registered nurse (pdrn)reported this patient experienced an umbilical hernia on an unknown date due to an unknown cause. The patient is planning on undergoing a hernia repair in the near future (exact date unknown). It was unknown if pd therapy caused or contributed to the patient¿s hernia or if ccpd therapy on the liberty select cycler exacerbated symptoms; however, it was confirmed the patient had not experienced a deficiency or malfunction of any fresenius product(s) or device(s). The patient has not recovered from the hernia and continues ccpd therapy on the same liberty select cycler at home. Additional attempts were made to acquire the details concerning the cause and timing of the patient¿s hernia and if this event was related to pd therapy or the use of any fresenius product(s); however, no additional information was obtained.